Manufacturer narrative:
Device analysis conclusion: the oad and wire were received at csi for analysis. No damage was observed on the oad. There is some adhered biological material on the driveshaft distal from the crown. Examination in the area did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The material did not prevent a test wire from passing through the driveshaft. The device data log showed a stall event. At the conclusion of the device analysis investigation, the reported stall was confirmed, but the exact cause of the stall could not be determined. The reported perforation and hypotension could not be confirmed. There were no abnormalities or damage to the device that could have contributed to the reported perforation; however, analysis identified the presence of adhered biological material on the driveshaft. It is possible that the material accumulation may have contributed to the reported complaint; however, this could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). The event also involved a guide wire, and the events relating to the guide wire have been reported in MDR 3004742232-2021-00105.

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of diffuse disease in the right coronary artery (rca) in a surgical turndown patient who had presented with nstemi on (B)(6) 2021. Two treatment passes were administered on low speed in the proximal rca for 12 to 14 seconds. Glideassist was then used to reposition the oad, and two additional treatments were performed in the distal rca. During the fourth treatment, after ten seconds, an unexpected audible noise was heard from the oad, and the oad stalled. The pump was reset as a troubleshooting measure. At that time, a perforation was identified. The oad was removed. Angioplasty was performed, and a covered stent was deployed. The patient remained stable. The physician decided to use a non-csi scoring balloon to treat a portion of remaining calcium proximal to the stent. The patient became hypotensive (50/40) and crashed. Cardiopulmonary resuscitation efforts began; chest compressions were applied for 15 minutes. Pericardiocentesis was performed, and 180ml of fluid were removed. An impella was placed, and the patient stabilized. A second covered stent was deployed. Optical coherence tomography confirmed coverage of the perforation with no further extravasation. The patient was transferred to the ICU.